Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-01303. The same patient is represented in each medwatch.

Manufacturer narrative:
The patient underwent mesh implantation in order to treat cystocele, rectocele and vaginal prolapse. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary problems, fistulae, organ perforation and recurrence. It was reported that the patient experienced extruded mesh, foreign body in bladder and underwent cystoscopy, laser extraction of foreign body in bladder and left urethral manipulation mesh revision on (B)(6) 2011. No additional information was provided. (B)(4).

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a gynecological procedure to treat stress urinary incontinence on (B)(6) 2010 and a sling was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.